Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User detected the stent migrated after short period of time after implantation. User changed to another same stent after several times of migration. (It is the same stent in the same procedure migrated several times.) The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. What is the reorder number of the wire guide used with this device? Netii-35-480 and netii-35-480. If not with the device in question, how was the procedure finished? With another same stent implanted. Occurring during use (once in contact with endoscope) also ask: had a sphincterotomy been performed prior to this occurrence? No. What is the endoscope manufacturer and model number that was used? Fujinoh-ed-530xi. Fujinoh-ed-530xi. Please describe the location in the body where the stent was to be placed. Common bile duct was resistance encountered when advancing the wire guide through the obstructed area? No. Was resistance encountered when advancing the introduction system in place? No. Was resistance encountered when advancing the stent through the obstructed area? No. After placement, was stent position verified? If yes, please describe how. Yes, x-ray. Please estimate amount of time the stent was in place prior to this occurrence. Under confirmation. Did any section of the device detach inside the endoscope or patient? No.

Manufacturer narrative:
Device evaluation: 1 x ttso-8.5-11 of lot number c1816649 was returned to cirl open in its original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 11th august 2022. The returned device lab findings and observations can be referred through the attached files. A slight indentation noted approximately 3cm from the end of the stent and damage observed on the flaps. The 0.035" wire guide passes through freely. Documents review including IFU review: prior to distribution all ttso-8.5-11 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the ttso-8.5-11 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1816649. It should be noted that according to the instructions for use that the potential complications associated with ercp "include, but are not limited to: pancreatitis, cholangitis, aspiration, perforation, haemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest. Those associated with biliary stent placement include but are not limited to: trauma to the biliary tract or duodenum, obstruction of the pancreatic duct, stent migration." There is no evidence to suggest that the user did not follow the instructions for use. Root cause review: a definitive root cause could not be determined as the circumstances of use could not be replicated in the laboratory. However, as per the instructions for use, migration is a known complication associated with the device. Summary: complaint is confirmed based on customer and/or rep testimony. According to the information reported, the patient did not experience any adverse effects due to the migration. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation on (B)(6) 2022 and an update to the investigation conclusions.

Event description:
Supplemental follow-up report is being submitted due to the receipt and evaluation of the complaint device. Lab complete (B)(6) 2022. Visual inspection: stent returned. Slight indentation noted approx. 3cm from the end of the stent and damage observed on the flaps. Functional inspection: 0.035" wire guide passes through freely.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.